Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms for the last few months; low flows were only observed while supported by wall power. Patient used ungrounded cable, history of 2 driveline fracture repairs; low flows were noted while on hospital power module with ungrounded cable as well. Presented to emergency department (ed) after complaints of chest pain for 1 week. Known luminal thrombus in outflow graft, off all anticoagulation due to gastrointestinal (gi) bleed. The log file analysis captured multiple low flow alarms on (B)(6) 2020. The estimated flow appeared to be intermittently going below the alarm threshold of the 2.5 lpm throughout the log file. These seemed to be physiological in nature. The two most common causes of this trend appear to be hypovolemia and hypertension. The alarm condition was not associated with any sort of external equipment malfunction. The vad was functioning as intended.

Manufacturer narrative:
Section a1-4, d6: additional information section d1, d4, g3, h6: correction section b5: the luminal thrombus was initially discovered in (B)(6)2019 and is addressed in MFR # 2916596-2020-01897. The two previous driveline repairs are addressed under MFR # 2916596-2014-01326 and MFR # 2916596-2018-02595. Prior gastrointestinal (gi) bleeding is addressed under MFR # 2916596-2020-01924. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the low flow alarms were not resolving as the lumincal thrombus was worsening upon computed tomography (CT) . The patient however was discharged home with hospice and was hemodynamically stable on (B)(6)2020 . The patient was not eligible for a pump exchange. No additional information was provided.

Manufacturer narrative:
Section d1, d4: correction (brand name, model number, and UDI). Manufacturer's investigation conclusion: the report of outflow graft thrombus could not be confirmed through this evaluation as the device remains in use and no images depicting the thrombus were provided. Additionally, low flow alarms were confirmed via the analysis of the submitted log file and the account attributes them to worsening luminal outflow graft thrombus. The account communicated that the patient was having frequent low flow alarms for the last few months which reportedly only occurred on wall power. The patient had presented to the ed after complaints of chest pain for one week. The patient also has a known luminal thrombus in the outflow and has been off all anticoagulation medications due to history of gi bleeding. Additional information indicated that the low flow alarms have not resolved due to worsening of the outflow graft thrombus. The patient was reportedly discharged home with hospice and is not eligible for a pump exchange. The submitted log file contained data from 03feb2020 through 06feb2020. The log file captured 188 low flow hazard alarms, comprising the majority of the captured events, associated with calculated flow dropping to 2.4 lpm, below the low flow threshold of 2.5 lpm. These alarms occurred while the system was supported by the power module and battery power. No other atypical alarms were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. The current heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.